Manufacturer narrative:
The lead was returned to the manufacturer from an unknown source and without information approximately thirty- four years after the date of implant. This report is based solely on device analysis. There is no information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product analysis: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The distal conductor was delaminated. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer, it was analyzed, and subsequently tested out of specification. A review of the manufacturers database revealed the patient is deceased. A request for additional information was made, but is not known.